Event description:
"Pt received clip implantation in 2002 and approx two weeks post implant, developed a rash on their neck which has traveled down their whole body. The pt has been evaluated by their neurosurgeon and by several dermatologists who have ruled out nearly all allergies and are considering their anti hypertensive medication and the implant of the titanium clips as a possible cause of their dermatitis."